Event description:
Thirty eight year old female underwent bam in 1983 with silicone gel breast implants. As this procedure was performed at another facility, the MFR of the implants is not known by this reporting facility. A recent mammography noted ruptured implants. Gross exam: both implants were massively disrupted. Extracapuslar extravasation of the implant material was noted at time of surgery.